Manufacturer narrative:
Service representatives reseated the spo2 sensor cable.

Event description:
Customer reported a spectrum monitor was displaying erratic spo2 readings. No patient injury was reported.